Event description:
It was reported that during implant that there was a failure to advance the left ventricular (lv) lead through the guidewire. The physician elected to use a different lead to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Guidewire insertion test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet, ptfe coating and inner coil.